Event description:
It was reported that the system produced uncommanded x-rays after a communication error was displayed. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply.a communication error indicates system communication has failed, which will prevent the system from taking x-rays. They customer's issue description is indicative of a system lock up (when the system appears to be making uncommanded x-rays when it is not). The system operates as intended.